Event description:
Imprecise troponin I results were obtained on a patient sample. It is unknown if the results were reported to the physician. A redraw sample was run and an intermediate level result was obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the imprecise troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is photometer alignment issues. A siemens healthcare diagnostics field service engineer was dispatched to the account and performed instrument repair procedures/alignments to the photometer components. The instrument is performing within specifications. No further evaluation of the device is required.